Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "patient must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system".

Event description:
Recent reportable event noted by doctor regarding a patient in (B)(4) study who experienced abdominal pain with hospitalization and lap-band ap system removal.